Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively established through this evaluation. The evaluation of the submitted log file confirmed a pump stop due to full battery depletion. Low flow alarms were also confirmed through the evaluation of the log file. However, a specific root cause for these log file findings could not be conclusively determined through this evaluation. The submitted log file contained data from 08mar2021 through 19mar2021. On (B)(6) 2021, a low battery advisory alarm became active and progressed to a low battery hazard on (B)(6) 2021 in the early hours of the morning. This hazard was followed by a no external power alarm, indicating that the external batteries depleted and the system was operating on the system controller's internal backup battery. The system controller remained in power save mode until the backup battery also depleted, and the pump ultimately stopped for an unknown amount of time. Per design, the controller's timestamp was reset to (B)(6) 2001 upon restoration of power to the controller. At this time, the pump ramped back up to the set speed without issue. However, persistent low flow alarms were captured until the end of the file. The pump appeared to function as intended. Multiple requests for additional information, including device return status, were sent to the customer however, no response has been received at this time. The current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The section ¿preparing for sleep¿ contains specific instructions regarding sleeping with the device. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The hm ii lvas patient handbook is currently available. The ¿how your heart pump works¿ section outlines battery charge level, fuel gauge display, and visual/audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. The patient handbook contains a section titled ¿sleeping¿ under ¿living with the heartmate ii.¿ this section contains detailed instructions on how to properly prepare for and sleep with the device, as well as a pre-sleep safety checklist. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. This document also contains a section on handling emergencies. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 18feb2014. No further information provided, the manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away.

Event description:
It was reported that log file analysis showed the patient let the batteries run down and then the system controller backup battery completely drained as well. The controller reset to default settings with the date of 1jan/001. The pump was on no external power for approximately 1 hour and 50 minutes. The pump did come to a stop at that time. The patient was then connected to the power module and low flows and pi readings below 2.0 were observed.

Manufacturer narrative:
Section b5: information regarding the no external power event was previously reported under manufacturer report number 2916596-2021-01409. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.